Event description:
On (B)(6) 2013, abbott (B)(4) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.35 on a patient. Abbott point of care (apoc) was contacted on (B)(6) 2013 of the complaint regarding the event. There was no patient or cartridge lot information available at the time of this report. Test date: (B)(6) 2013 date sample time I-stat apex (lab) (B)(6) 2013 a unk 0.35 <0.04 (B)(6) 2013 a unk 0.00 ni. There were no injuries reported with this event. Apoc has determined that a potential malfunction exists based on the test times provided although not confirmed at this time. The time between results are not available however, if tested within 30 mins the event would also suggest that the product is potentially outside of the typical performance of the assay. Apoc has requested patient and cartridge lot information for the investigation. A full investigation will commence as cartridge lot information becomes available.

Manufacturer narrative:
(B)(4). Information unavailable at the time of this report: cartridge lot#, manufacture date, expiration date.

Manufacturer narrative:
(B)(4). The investigation was completed on 07/24/2013. Retain cartridges were tested and are functioning according to specification.